Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: radiolucent insertion handle (part#: 03.010.486 lot #:l849558, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: unknown) was received at us cq. Upon visual inspection, it was noticed that the distal tip of the driving cap was stuck in the insertion handle. Only the broken fragment of the driving cap stuck inside the insertion handle was returned. No other issues were identified with the device. Dimensional inspection: dimensional inspection cannot be performed as the broken fragment is not accessible. Document/specification review: the relevant drawing, reflecting the current revision, was reviewed. An mre could not be performed as no lot number was available. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: unknown) as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the driving cap/threaded broke off inside the radiolucent insertion handle. It is unknown if there was a surgical delay. The procedure outcome was unknown. There was no patient consequence. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).